Event description:
The needle did not retract resulting in a needle stick injury.

Manufacturer narrative:
The sample was not available for analysis. Upon completion of the investigation, a supplemental report will be submitted. (B)(4)